Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that they were doing a replacement or revision, but the rep did not know exactly as they did not know which component was causing the impedance issues. The rep indicated that the patient had multiple impedances that were greater than 10000 ohms and the patient was not feeling stimulation as much on one side. The rep stated that the high impedances were first seen on (B)(6) 2017, but did not know when the patient experienced the change in stimulation. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-15. The rep indicated that the follow up for cause would depend on when they interrogated during the revision/replacement. The patient has been keeping their device charged so it could be interrogated during the surgery. The revision/replacement is planned and the cause of the impedances would be determined at that time. The information was confirmed with the physician and they are aware since the patient needs a revision. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the revision was to occur in april. No further info was provided, nor complications reported.